Event description:
The physician reported that at a patient follow up appointment, following vns implant, it was observed that the vns incision site was still "an open wound and infected." The patient was told to contact surgeon for antibiotics. Further follow up confirmed that the infection occurred at the generator site. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date.